Event description:
Allegedly, doctor was performing a wrist arthroscopy when he inserted scope, and it broke in half. Doctor did not have a backup scope, so he aborted the case. They brought pt back later that day to finish the case. Procedure was completed with no pt impact.